Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with atrial and ventricular lead dislodgement. A lead revision was performed. The ventricular lead was repositioned successfully. The atrial lead continued to dislodge during the repositioning and was replaced. The patient was stable.